Manufacturer narrative:
No further information will be provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and joint pain. She was submitted to salpingotomy to remove the micro-inserts, and a small piece of essure insert was left inside patient after this surgery. The reported pelvic and joint pain were considered serious due to medical importance; pelvic pain is listed according to essure's reference safety information while joint pain is unlisted. The remaining event, regarded as device breakage, is non-serious and previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that device breakage is an anticipated event; it was amended to listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between pelvic pain and the suspect insert cannot be excluded. Regarding joint pain limited information was provided (about its location or patient's concomitant conditions); thus causality with essure cannot be assessed by now. For device breakage, although it may have occurred as a consequence of the reported surgery a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from physician via sales representative in the united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization six or seven years before this report. Pregnancy was denied. Patient had the essure procedure and she did have a nickel allergy. Back then, according to sales representative, nickel allergy was contraindicated. She experienced side effects, including pelvic pain and joint pain. She was submitted to a salpingotomy to remove essure micro-inserts. Even after surgery, a small piece of essure insert was left inside patient. The reporting physician was the one who identified that she had a piece of essure insert still inside. Patient's attorney contacted this doctor and asked him to be an expert witness for essure information in this legal case, on the patient side. Ptc investigation result was received on 20-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a patient having an allergic reaction to the essure device was anticipated during the product design process. A warning statement is included in the instructions for use (IFU) which warns physicians that patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. The device breakage and allergic reactions are considered anticipated events. Medical assessment: this ptc was initiated due a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect." No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and joint pain. She was submitted to salpingotomy to remove the micro-inserts, and a small piece of essure insert was left inside patient after this surgery. The reported pelvic and joint pain were considered serious due to medical importance; pelvic pain is listed according to essure's reference safety information while joint pain is unlisted. The remaining event, regarded as device breakage, is non-serious and previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that device breakage is an anticipated event; it was amended to listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore a causal relationship between pelvic pain and the suspect insert cannot be excluded. Regarding joint pain limited information was provided (about its location or patient's concomitant conditions); thus causality with essure cannot be assessed by now. For device breakage, although it may have occurred as a consequence of the reported surgery a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.